Event description:
It was reported that a school nurse contacted beta bionics to set up a new ilet after the previous ilet stopped working, during which the patient had no insulin and presented with hyperglycemia over 500 mg/dl and blood ketones of 0.4 mmol/l; setup assistance was provided and the patient proceeded with bionic mode after confirming infusion set availability, with a plan for a subcutaneous insulin pen injection prior to completion. Symptoms included hyperglycemia. Outcomes included troubleshooting and user education, including guided setup of the ilet. Investigation included user interview and device setup verification during the call. Investigation of this case revealed no confirmed device malfunction at the time of the call and an unclear root cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.